Event description:
It was reported that during an afib procedure while isolation was performed on the roof of the lpv, a cardiac tamonade occurred. A cardiac drainage was performed and the pt was moved to ccu. The pt was in a stable condition. No other detailed info was provided. It was mentioned that the pt's condition had improved, prognosis was satisfactory.

Manufacturer narrative:
Product was discarded by the facility/not returned for investigation. (B) (4)